Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. A device interrogation revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. The patient had no consequences.